Manufacturer narrative:
While on the phone with dario's representative, the user reported again that he opened and tested with a new cartridge of strips, and the bg readings from his dario meter were in range when compared to the user's other bg meter. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly. Since the user's bg issue was resolved with a new cartridge of strips, this complaint was most probably not due to a meter issue. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On july 26th, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from his dario meter a bg reading of 197 mg/dl, compared to a bg reading of 129 from his other bg meter. The user also stated that he had received high bg readings from his dario meter many times in the past week, even though he stated that he handled all of the materials according to dario's instructions.